Event description:
Information received regarding the explanted device notes that the patient collapsed and was hospitalized. Thresholds were 3.0 v and loss of capture was noted at higher output and unipolar settings. When the lead was replaced, insulation damage was noted. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received